Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient's wife called on (B)(6) 2014 stating the patient was lethargic, had a fever, and was incontinent. The patient had been symptomatic for 3 days. The patient was admitted into the hospital due to a cerebral vascular accident (cva). A CT scan was performed and showed an acute left frontal subarachnoid hemorrhage. It also showed a probable focal left subdural hematoma measuring up to 4 mm in thickness. The patient's inr when admitted was greater than 10. The patient was not on any anticoagulation. His neuro status was labile-follows a few commands. The family was considering palliation/hospice. It was reported a few weeks later that the patient expired on (B)(6) 2014.

Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.